Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal vhd kit size 3 was deployed. A few days post-deployment, the pt presented with redness, tenderness, and draining from the right groin. An incision and drainage was performed and the pt was discharged. No further complications were reported.